Event description:
The pt reported, he has changed the infusion site 3-4 times without trouble but after changing it today he gets a burning sensation when he boluses. Pt stated, it only burns when giving a bolus. Pt reported there is no leaking at the infusion site and he is using the insertion device. Advised pt to insert a new infusion set. On follow up call on (B)(6) 2011, pt reported the new infusion set is working and there is no pain with it. Pt stated, the one that was causing pain had a bent cannula. The pt did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion set for eval. This complaint is associated with the accu-chek flexlink plus recall initiated on (B)(6) 2011. Further investigations are ongoing within an assigned taskforce.